Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for follow-up. The right ventricular lead exhibited high capture threshold with intermittent loss of capture and low sensing. The lead was explanted and replaced on (B)(6) 2015. The patient was doing well post procedure and would continued to be monitored.